Event description:
The diamond back catheter was passed through the superficial femoral artery (sfa) and then it was determined that a second pass was needed. Subsequent to the second pass, the determination was made that the pt needed to go to surgery for vascular repair.